Manufacturer narrative:
(B)(4). D10: item# 110031424; lot# 66817505. Item# 110031399; lot# 66714779. Item# 115310; lot# j7689442. G2: foreign: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder revision approximately six (6) weeks post-implantation due to disassociation of the baseplate and taper adapter. It was noted the glenosphere and taper adapter remained in-tact with one another when it became disassociated from the baseplate. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a shoulder revision approximately six (6) weeks post-implantation due to disassociation of the baseplate and taper adapter that resulted in a dislocation. During the revision, the surgeon noted that the cause of the dislocation was thought to be inferior glenoid osteophytes and inverted hemisphere polarity. It was noted the glenosphere and taper adapter remained in-tact with one another when it became disassociated from the baseplate. A new tray, liner, and glenosphere were placed without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 110031424; lot# 66817505 item# 110031399; lot# 66714779 item# 115310; lot# j7689442 item# unk 12x55mm stem; lot# unknown item# unk central screw; lot# unknown item# unk screw; lot# unknown item# unk screw; lot# unknown item# unk screw; lot# unknown item# unk screw; lot# unknown if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided photos identified the explanted glenosphere with the taper adapter attached. However, as the product was not returned, further analysis could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes- left rtsr dislocated hemisphere ; hemisphere removed ¿ had dislocated and displaced posteriorly ; cause of dislocation thought to be inferior glenoid osteophytes and inverted hemisphere polarity. Radiographs were provided and reviewed by a health care professional. X-rays not sent to mmi as revision records provide sufficient dictation of findings. Review of the device history records identified no deviations or anomalies during manufacturing. It was indicated that osteophytes may have inverted the glenosphere polarity. However, with the information provided, a definitive root cause cannot be determined. The reported event was confirmed through the provided medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.